Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, catheter sc connector; tear in seal near guide ring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medial products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 17-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that the patient felt they were not getting pain relief. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. A catheter dye study was performed on (B)(6) 2018 and the catheter could not be aspirated. The actions and interventions taken to resolve the issue was a report was being sent to the healthcare provider. The patient¿s family would be talking with the physicians to see how to proceed. The issue was not resolved at the time of the report and it was noted that the healthcare provider would have no further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4) implanted: (B)(6) 2015. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer¿s representative (rep) on 2019-jan-28. The drug being delivered was 1,000 mcg/ml fentanyl with an unknown dose. It was reported that the pump had been permanently shut down on (B)(6) 2018. The patient did not want to undergo a catheter revision, as well as her pain clinic had closed and she would be unable to travel to another doctor. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The pump was explanted on (B)(6) 2019 and the issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ the doctor ¿explanted the pump and the connector from the catheter.¿ the rep was in possession of the device and it would be returned to the manufacturer for analysis. There were no further complications reported/anticipated.